Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, according to the reporter, during a laparoscopic cholecystectomy procedure, the clip amputated the cystic artery. Hospitalization was extended.

Manufacturer narrative:
(B)(6). User facility listed in initial reporter. (B)(4). Incident date was not provided. Implant and explant date were not provided. UDI not provided. Re-processing information not provided. Occupation of initial reporter not provided.

Event description:
According to the reporter: device amputates cystic artery, the phenomenon occurs because despite having available hooks do not lower them and the mechanism of drag of the hook cuts the artery. Patient's main diagnosis was cholelithiasis. Procedure: lap chole.